Manufacturer narrative:
(B)(4): results: target lesion exhibited excessive tortuosity and severe calcification. Stent damage, failure to deliver the stent. Conclusions: target lesion exhibited excessive tortuosity and severe calcification.

Event description:
The physician intended to implant a 2.75 mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in a pt. The target lesion exhibited excessive tortuosity and severe calcification. The stent could not cross the lesion and the device was removed. Stent deformation was observed on removal. No clinical sequelae were reported.